Event description:
It was reported that the patient presented for a follow-up in the clinic with a few instances of falling. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited intermittent loss of capture. Programming changes were made. The patient was in stable condition.